Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the clinic, the patient experienced chronic pain at the implant magnet site. The device was explanted on (B)(6) 2021.